Event description:
It was reported that on may 3rd, 2023, during a brevera procedure, the needles received errors related to the driver and the physician was not able to complete the procedure and had to be rescheduled. No harm to the patient was reported. The console was examined and the error code 19:3 was observed. Shut down the brevera completely an unplugged the driver from the console. Restarted system and inserted driver connector while the progress bar on the capture application screen was advancing, this allowed the driver to reset. Observed that all the proper stages of driver initialization were present, visible, and audible. Also uploaded and tested unifi remote connectivity software. Hologic t/s remotely reloaded brevera application software to ensure that any corrupt can bus protocols are taken care of. Kindly reminded staff of placing the system in standby mode before attempting to remove the needle from the driver. Tested system, unit functioning properly and meets all manufacturers specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.